Event description:
It was reported that while in the cath lab the sheath introducer (saf) was inserted successfully into the patients' left femoral artery. Catheter was prepped per instructions for use and vacuum pulled correctly. Balloon membrane passed through the sheath, but at a certain point the catheter shaft got stuck in the middle of the sheath and the iab couldn't be pushed any further. Iab was removed with the sheath and the standard introducer was inserted in the patient. Again the balloon membrane passed through the sheath, but at a certain point the catheter shaft got stuck in the middle of the sheath and the iab couldn't be pushed any further. Another iab was inserted successfully. Additional information received on 3/9/2010 by the sales representative clarified that the same iab was initially inserted into the saf sheath, got stuck and was removed. The saf sheath was replaced with the standard sheath (coming from the same kit), then the iab was inserted into the standard sheath, got stuck again and was removed. A second iab was successfully inserted into the same insertion site through a sheath coming from the second iab kit.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.